Manufacturer narrative:
Implant date: unk. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2 -9.0 diopter implantable collamer lens was implanted into the right eye (od) and patient had laser peripheral iridotomy (lpi). Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted